Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a customer experienced a continuous glucose monitoring (cgm) error 42. There was no adverse impact to the customers blood glucose level. Customer reverted to an alternate form of insulin therapy.